Event description:
Country of complaint: (B)(6). The blades require heavy effort to be loaded and removable with a pair of tongs. Two nurses have been injured due to the rough running before.

Manufacturer narrative:
Evaluation: device not sold in the us; however, similar device is. The products have up to now not been rec'd for analysis. We do not know the batch number and cannot check the mfg documentation. No death or serious deterioration in state of health occurred. The event is based on an act/omission of act, that has a different result to that intended. The risk has been characterized and documented as acceptable within the risk assessment.